Manufacturer narrative:
Analysis was normal, no anomalies were noted. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2021-02562. It was reported the patient presented due to an infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator system. Their implantable cardioverter defibrillator, atrial lead, and right ventricular lead was explanted. No patient condition was reported.